Manufacturer narrative:
Concomitant medical products: product ID 97745, lot#/serial (B)(6), product type programmer, patient product ID 97755, lot#/serial (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was followed up with on (B)(6) 2020 and they were able to fully charge the ins. The patient was instructed to follow up if it was still taking them a long time to charge. There were no interventions taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been charging their ins for two days and they got excellent recharging quality, but the ins was still showing low. The controller showed it was 90% charged. The patient saw their healthcare provider a couple weeks prior and they said everything seemed good, but they didn't think everything was good. No symptoms were reported. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that the ins doesn't charge correctly. Patient explained that in the last 4 days, she has only been able to get 10% of a charge into her implant, despite seeing recharging excellent. Patient stated that she has met with the mdt rep and the rep checked the ins and confirmed that "everything is fine". Patient stated that she currently sees the ins battery empty screen. Additional information received. Patient reported they've had controller and rtm replaced but still not able to charge the ins. Patient indicated they will charge the ins for hours with excellent recharging quality but the ins battery remains red. Patient reported ins would charge within 30-45 mins before they started having issues. Manufacturer representative reported they will connect with patient for follow up.